Event description:
In the cathlab, after deployment of mitra clip the delivery system would not detach from the mitra clip. Through troubleshooting with the product representative (rep) and engineer the medical doctor (md) was able to successfully detach the delivery system.